Event description:
It was reported that the patient was presented for an elective replacement surgery. During the surgery, the atrial lead exhibited failure to capture. Upon further investigation via fluoroscopy, it was noted that the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was in stable condition.